Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hempro jaw boot detached and fell into the pt's leg. The piece was retrieved through the original incision. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that tip of the cold jaw silicone boot was peeling. The jaws had some signs of usage. There was some evidence of blood. Based upon the visual observations, the reported complaint for "jaw boot detached" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).